Event description:
It was reported that during a sleeve gastrectomy procedure, when firing, the blade stopped. The surgeon was surprised and tried to open the jaw before bringing back the blade. The surgeon could not open the jaw. Surgeon got nervous and forgot what to do. He took out the battery and then put it back in. Then he used the manual override, but broke it. Another similar device was used to cut around the first. A bigger sleeve was made as a result of these difficulties. The procedure was delayed by 20 minutes as a result of the difficulties. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). At the time of this submission, the device has not been returned for analysis. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The analysis found that one pse60a device was returned in good visual condition and with no cartridge loaded on the device. In addition, the bailout door was out of position and the lever was down. Please note that if the manual override door is removed the device is disabled and cannot be used for any subsequence firings until the door is installed. A test bailout door was properly installed and the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. No cutting issues were noted during functional testing. Event could not be confirmed as the manual override worked as intended and the device closed and opened without any difficulties noted. The batch record was reviewed and no anomalies were noted during the manufacturing process.